Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. The patient received an air detected in the cassette warning during fill 1 of 5. Technical support suggested to restart with new supplies, but when patient went to open cassette door there was fluid leaking, fluid in the pump module area and fluid on the external part of the cassette. The patient reported that he had an appointment with pdrn the next day. A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned for investigation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. The patient received an air detected in the cassette warning during fill 1 of 5. Technical support suggested to restart with new supplies, but when patient went to open cassette door there was fluid leaking, fluid in the pump module area and fluid on the external part of the cassette. The patient reported that he had an appointment with pdrn the next day. A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed no physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Post-accelerated stress test 2hours 15mins 8500ml simulated treatment was performed and passed. No fluid leak was found in the test cassette and all the drain times were within specification. No alarms or other issues occurred during the test. System air leak test passed. Balloon valve actuation test passed. Patient sensor check passed .an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp3. Fluid in the hp3 filter is a failure related to the reported symptom code-- air detected in cassette warning.there were visual indications of dried fluid on the bottom cover under the pump assembly and behind mushroom heads a & b. The cause of the observed fluid could not be determined.a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.